Manufacturer narrative:
Additional information was provided the device was discarded and explant date was provided. D6b was updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 55 year old male patient underwent pre operative placement of an impella 5.5 via right axillary/subclavian surgical arterial access on (B)(6) 2026 at 11:08 am. The patient¿s pre support clinical condition was consistent with scai shock stage e. During support, the patient experienced cardiac arrhythmias, specifically ventricular tachycardia (vt), atrial fibrillation (a fib), and atrial flutter (a flutter). The arrhythmias were treated with anti arrhythmia medications. The treating physician reported that the events were not believed to be related to the impella device, stating the device was not in contact with ventricular walls and attributing the arrhythmias to underlying scar tissue and low ejection fraction. Based on the information available, this complaint is not indicative of a device malfunction. The reported arrhythmic events were determined by the treating physician to be related to the patient¿s underlying cardiac condition rather than the impella device. Impella 5.5 is unlikely related and is most likely attributed to patient's past history and underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support. The patient remains on support at the time of reporting.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.